Manufacturer narrative:
Received hospital notes from (B)(6) 2019. Notes indicate the patient reported being seen previously for kidney infection and kidney stone, released on new year's day. Patient was seen at hospital on (B)(6) 2019 for blood in urine. Urine tested negative for infection. He was admitted, observed, and discharged the same day. There is no mention of device. Attachment included. We are still unable to confirm that the infection complaint was caused by our device. Attachment: [(B)(6) hospital chart notes.pdf].

Manufacturer narrative:
Requesting doctor's notes from hospital. Medical charts from provider's office. Attachment included. There is no confirmed reported history of infection related to our product. We are unable to confirm if the infection was caused by our device. (B)(6).

Event description:
In (B)(6), patient claims while using our product, he noticed burning and stopped using. He says he was prescribed 10 days antibiotics and doctors found a kidney stone. Patient further describes he went to the hospital due to the infection and spent most of the holidays there ((B)(6)). He says that infection went to kidneys, also a kidney stone.